Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the sensor was off by 100 points and caused a threshold suspend. The blood glucose reading was 143 mg/dl when the sensor reading was 54 mg/dl. The customer had not noticed any bent cannulas. The customer was advised on proper insertion. The customer declined to troubleshoot for past calibration errors.